Event description:
Healthcare professional reported via email "capsular contracture. Baker 4" on unspecified side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified: sharp opening curved on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture. Baker IV. Device has been explanted.